Manufacturer narrative:
This monitor is the home version of the smart monitor 2 and the jack on the back of the monitor is for interfacing to a previously sold remote alarm for home use. This jack is not operable with a nurse call system. The user facility has been informed that this interface should not be used with a nurse call system as it is not intended for that purpose.

Event description:
A user facility reported that the nurse call jack on the monitor was not functioning properly.